Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. Review of the device log acknowledged the reported event; however, it was determined not to be a device malfunction. The device log indicated the user was not in the correct ECG view with electrode pads attached. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.